Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/ leakage other from the device tip. The following information was provided by the initial reporter. The customer stated: to date, there have been no needlestick injuries from blood splashes. When the nurses press the button to retract the needle into the vein of their patient, this frequently causes bruising, and if they press it outside the vein, this causes small splashes of blood.